Event description:
The patient reported that their v-go 20 keeps falling off. No additional information was provided surrounding the event. The patient stated that one device is available for return to the manufacturer for evaluation, however to date has not be received.